Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Light spots in the image. Objective lens unit broken. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: this device is not distributed in us, so that 510k# is blank. We checked the returned unit and confirmed, the ccd module as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: h6: coding changed, based on the investigation result.